Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. It also reported that the leak was occurred snap cap of reservoir compartment. It also reported that the no cracks were present in the barrel. The customer was advised that the reservoir will need to be replaced. The reservoir will be returned for analysis

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test per des8654. Reservoir/transfer guard found no leakage anomaly during filling. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.